Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged a frozen display and pump was not turning on. The customer reported no adverse event. The event involved product mmt- 1884. Troubleshooting was performed and issue was recurred. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt- 1884 will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. No low battery alert or frozen screen noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts listed in the pump trace download. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days due to no record of any battery cycles found in pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case. The sc1-cap/reservoir does lock properly. Unexpected battery power loss and frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.